Event description:
The patient reported that, on the same day of setup that after starting with their first omnipod, their glucose had remained low since about 3 p.m. Despite changing the target from 6.8 mmol/l (122 mg/dl) to 7.2 mmol/l (130 mg/dl) and enabling an activity feature for two hours. They confirmed current blood glucose readings were approximately 3.2 mmol/l (58 mg/dl). The patient switched the controller from automated to manual mode, then paused basal delivery. No medical assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: data not availableomnipod software app version: 3.1.2-p001operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.